Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va1bgcr, implanted: (B)(6) 2017, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient was being implanted on the day of the report. The rep reported that there was blood in the lead. The rep reported that there was blood in the war sheath of the lead moving up through the lead and coming out of the top while it was placed in s3. The rep reported that the motor response was tested and that looked okay and was concerned that blood in the lead could cause an issue. The rep reported that he would have the healthcare provider replace the lead. The lead was pulled and a new lead was placed. Additional information was received from the rep and it was reported that there was a mistake made when filling out the return paperwork. The rep reported that the even occurred (B)(6) 2017 and was reported that day as well. The rep reported that the lead was sent back to the manufacturer on 02/23/2017.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bgcr, implanted: (B)(6) 2017, product type: lead. Analysis of the lead (va1bgcr) found, what was suspected to be, body fluids in the lead. There was no performance impact.

Event description:
No new information.